Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following inappropriate defibrillation therapy. The device was interrogated, and it was noted that the device inadvertently detected atrial fibrillation (af) as ventricular fibrillation (vf), thus delivering defibrillation therapy. The patient was hospitalized in order to reprogram the device to resolve the issue. The patient was discharged and was in stable condition.